Event description:
It was reported that during preparation for a procedure at the user facility the remb sagittal saw would not stop running. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, device would not stop running, was not duplicated. After the functional inspection the handpiece was disassembled and visually inspected. During this visual inspection the service technician observed motor assembly corrosion.

Event description:
It was reported that during preparation for a procedure at the user facility the remb sagittal saw would not stop running. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.